Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had a significant history of gastroparesis and had not responded to their gastric pacer and would like it removed. The battery and leads were removed on (B)(6) for pain and no improvement in nausea. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a pocket revision done today due to pain. It was noted the patient might have had the device replaced as well, but it was unknown at the time of the report. No further complications were reported/anticipated.